Event description:
Event description guidant received information that one day after the implant procedure, this right ventricular lead displayed no capture and an out of range impedance. During an invasive procedure to investigate it was determined the lead was not well seated in the connector. It was reseated and was working correctly.